Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer explained that a battery out limit alarm occurred prior to the unexpected restart alarm after changing the battery. The customer was not able to clear the alarm due to a keypad anomaly. The customer stated that a temporary basal was not programmed before the alarm and the device was not recently stored or not in use for an extended period of time. Blood glucose value was 77 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was out of warranty and was not replaced or returned for analysis.